Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by baxter personnel. This condition was caused by a defective pumphead module (phm). The phm was replaced to correct this condition. A service history review was performed revealing that the reported condition is not related to any previous customer service request on this pump. However, during previous service, the air in line printed circuit board was recalibrated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A baxter service technician discovered a colleague infusion pump experienced a false air in line alarm. This problem was identified during service as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.